Event description:
It was reported that the customer passed away. The contact stated that possible death could be drug overdose. It was indicated that a nurse would download the pump information. The cause of the death was not confirmed at the time of call.